Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30689605l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that female patient born (B)(6) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The patient also suffered cardiac arrest and required prolonged hospitalization. While ablating the patient¿s blood pressure dropped and CPR had to be initiated. The cardiac shadow was not moving under visualization and the patient had a cardiac tamponade. A pericardiocentesis was performed and it is unknown how much fluid was withdrawn. The patient is going for surgery. The physician did not share his opinion on the cause of adverse event. The patient was transferred to operating room (or) for perforation of the left ventricle (lv). The surgeons were able to patch the site of perforation, and patient condition has improved, she is in recovery post op day 1. The patient did require extended hospitalization because of the adverse event. The patient was transferred to the operating room and stabilized and recovered in the hospital. The transseptal puncture was performed with a brk sjm needle. There was no evidence of a steam pop. Irrigation flow was set to its normal settings. The generator was set to the correct settings for stsf. The pump was switching from low to high flow during ablation and there were no error messages observed on biosense webster equipment during the procedure. Force visualization features used were visitag with the visitag module parameters for stability set to 3, 3, 25%, 3 respectively and size 2 tags with respiratory gating and color options used prospectively were impedance. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.